Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 1.2 mmol/l (system 1) and 12.6 mmol/l (system 2) the results were obtained with the same vial of test strips.